Manufacturer narrative:
The device evaluation as noted in section b5, found a connector air leak / flooding of the connectors, connector cracks, and scope mount corrosion. Based on the results of the investigation, a definitive root cause cannot be identified. It is likely that the following led to the malfunction: the inspection by the repair department confirmed that the actual product had cracks in the connectors. Therefore, it is assumed that the watertight function did not work properly due to the cracks in the connector and "connector flooding" occurred. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a connector air leak / flooding of the connectors, connector cracks, and scope mount corrosion. There was no patient involvement.